Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a patient on therapy, but they seem to be getting to targeted temperature (tt) in an arctic sun device. They changed targeted temperature (tt) from 33c to 36c ~3 hours ago. Patient temperature (pt) was 39.2c, targeted temperature (tt) was 36c, water temperature (wt) was 7c, flow rate (fr) was 2.8l/m, pump hours were 2750 and system hours were 3563. Patient weight was 165kg. Pads used were large + universal. Trend indicator has changed between one arrow down and center line. Had rn check temperature on secondary source and it read same temperature. Confirmed patient had adequate surface area coverage and nurse might need another universal pad added. Discussed potential sources of heat generation and patient had been slightly shivering. Informed inquirer the device seemed to be functioning as it should. Also noted importance of diligent skin checks especially when water temperature (wt) were high or low for extended periods. Suggested to call back with any further questions.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a patient on therapy, but they seem to be getting to targeted temperature (tt) in an arctic sun device. They changed targeted temperature (tt) from 33c to 36c ~3 hours ago. Patient temperature (pt) was 39.2c, targeted temperature (tt) was 36c, water temperature (wt) was 7c, flow rate (fr) was 2.8l/m, pump hours were 2750 and system hours were 3563. Patient weight was 165kg. Pads used were large and universal. Trend indicator has changed between one arrow down and center line. Had rn check temperature on secondary source and it read same temperature. Confirmed patient had adequate surface area coverage and nurse might need another universal pad added. Discussed potential sources of heat generation and patient had been slightly shivering. Informed inquirer the device seemed to be functioning as it should. Also noted importance of diligent skin checks especially when water temperature (wt) were high or low for extended periods. Suggested to call back with any further questions. Per follow up call with bedside nurse on 30jul2024, patient completed therapy with no further issues. Device was not evaluated before returning to work on the floor. They confirmed the device continued to work as expected during therapy.